Event description:
The reporter stated that the surgeon was inserting a toric single piece silicone lens model aa4203tl into pt's eye and the trailing haptic tore off. The surgeon removed the lens without enlarging the incision and was replaced with another model lens. No pt injury.